Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that he believes on (B)(6) 2013 the sensor wire broke off in his body at the time of removal. Patient reports itching and a red dot at the site of the insertion. Patient states that he can feel the sensor wire. Patient could not see the wire protruding from the skin. Patient reported at the time of contact with dexcom that he was feeling okay.